Event description:
The clinician reports the implant was inserted 2019-08-21 in ada 10. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On 2019-09-19, non-osseointegration was verified. Patient presented with bone type iii, fairoral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.